Manufacturer narrative:
Title: efficacy of permacol injection for perianal fistulas in a tertiary referral population: poor outcome in patients with complex fistulas source: colorectal disease. 2021;00:18. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source, a retrospective study was performed between june 2015 and april 2019 which aimed to evaluate the efficacy of permacol injection in 90 patients with perianal fistula. At 3-month follow-up, 70 patients had unhealed fistulas. During physical examination, 60 patients demonstrated an external fistula opening with an unhealed fistula while 10 patients with closed fistula opening reported anal discharge and pain. At 30-month follow-up, 18 patients were healed after single permacol injection. Of the 72 patients with an unhealed fistula, 59 patients underwent further surgery, while 8 patients had significant symptom improvement, and no surgery was performed in 5 patients despite significant complaints. A total of 20 patients with an unhealed fistula after a single permacol injection underwent subsequent permacol injections.